Manufacturer narrative:
The device main pcb was returned to resmed for an extensive engineering investigation. The investigation determined that the error message 219 was a single occurrence and could not be reproduced during in-house testing. There was no fault found with the returned main pcb. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for an investigation. The investigation methods, results, and conclusions are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device displayed error message 219. This resulted in an alarm which notified the caregiver of the error message. There was no patient harm or injury reported as a result of this incident.